Event description:
Caller states the advantage meter produced a result of 888mg/dl. The device's numeric reading range is 10-600mg/dl. No action was taken on this result. Caller states this result changed to 475mg/dl after 5 minutes. Customer was then given his normal amount of insulin. No adverse event reported. Requested return of suspect device and replacement was sent.